Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they had a large leak since having the device. Consumer was not seeing any improvement, and the left side would not work when it was tried at the physician¿s office. Consumer also reported discomfort when raising stimulation and that they ¿didn¿t do so well last night¿ (B)(6). No further complications reported/anticipated.